Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) channel. The noise seemed to be myopotential. All other measurements were in range. Further testing was recommended. No adverse patient effects were reported. This crt-d was later explanted due to normal battery depletion.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) channel. The noise seemed to be myopotential. All other measurements were in range. Further testing was recommended. No adverse patient effects were reported. This crt-d was later explanted due to normal battery depletion.

Manufacturer narrative:
The returned crt-d was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.